Event description:
It was reported that the patient had lead fracture. The patient underwent a spinal cord stimulator (scs) lead replacement procedure. Additional information was received that lead fracture was not confirmed with imaging. The explanted devices were kept by the facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20296712. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 535642.

Event description:
It was reported that the patient had lead fracture. The patient underwent a spinal cord stimulator (scs) replacement procedure.